Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set tubing damaged event on 26-nov-2024. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007049 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6007049 was packaging according to the wi version 79, in the multivac m12, on 12/may/2024, with a total of (B)(4) units. Assembly: the lot 4e00800 was assembled according to wi version 27 on-line inspection for assembly of quick set on 09 may 2024, with a total of (B)(4) units. The lot 4e00801 was assembled according to wi version 27 on-line inspection for assembly of quick set on 10 may 2024, with a total of (B)(4) units. Gluing tubing: the lot 4d05758 was assembled according to wi version 41 on-line inspection for automatic gluing of quick set on 09 may 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 12/feb/2025 against malfunction code tubing is damaged and lot 6007049 and no other complaint has been registered in database for the same lot 6007049 and malfunction code. Conclusion summary of the related event: as a result of the following: serter returned shows no damages or defects. No defect on tests for reference samples, no harm reportable, no non-conformance (nc) raised during production related to the malfunction reported, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.